Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the device worked fine in the beginning but then the device did not work and did not seal suddenly. It is unknown whether a regrasp alarm or an end tone was heard. A new device was used to continue. No patient injury.